Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device changeout procedure this chronic defibrillation lead exhibited high shock impedance measurements, including out of range measurements, when connected to this replacement implantable cardioverter defibrillator (ICD). The connection was checked and the lead was secure in the device header. The lead was capped and successfully replaced. This device remains implanted and in service. No adverse patient effects were reported.